Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that after implanting a drug eluting stent in the left anterior descending artery (lad), the first diagonal side branch became stent-jailed. Therefore, an rx voyager balloon catheter was used in an attempt to dilate the stent struts; however, the balloon ruptured at 12 atm. Another company's balloon catheter was used to complete the procedure. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the lesion was moderately tortuous and calcified with stenosis, which may have contributed to the difficulties. It is possible the balloon material was damaged during interactions with other devices, the previously implanted stent and/or calcified lesion causing the balloon rupture upon inflation. However, without the product to examine, a conclusive root cause for the balloon rupture cannot be determined.